Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced liquid from the battery that was inside pump. Customer stated the home screen did not appear on the display. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed self test, active current measurement, and sleep current measurement. No blank display or unexpected battery power loss noted. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However on adapt, the following battery related alarms were recorded: fault 6: on 07/19/2024 at 01:12:57.000 hour and 01:13:05.000 hour, fault 104: on 07/18/2024 at 23:38:00.000 hour. Pump was cut open to perform visual inspection and found¿moisture damage on pcba1 and battery tube. Isolate to electronic stack.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, corroded battery tube, and scratched case. In summary, customer concern for unexpected battery power loss and blank display not confirmed. Moisture damage confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.